Event description:
The customer stated that she was hospitalized with high blood glucose as well as high ketones. The blood glucose reading reported was 581 mg/dl. Troubleshooting was performed and all the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned pages.